Event description:
It was reported that the pump experienced wear and tear. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting, and cts documented the issue before closing the case, with no further action required.